Event description:
It was reported that the e360 ventilator had low fraction of inspired oxygen (fio2). Although requested, information pertaining to the use of the device at the time of the reported event and patient outcome (if applicable) has not been provided. Medtronic was not authorized to evaluate/repair the device as the product is not in medtronic control. The repair will be completed at a non-medtronic location. The reported complaint could not be confirmed without the product return. Should new information become available or if the product is returned to the manufacturer for investigation the complaint will be re-evaluated.